Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt clearvue catheter was returned for evaluation. An initial visual observation of the photograph showed a groshong nxt clearvue catheter inserted in a patient with a leak in the catheter tubing. A stream of clear fluid was observed to spray from the catheter tubing slightly proximal to the insertion site. The leak appeared to be located slightly proximal to the 35cm depth marker. Due to the quality of the returned photograph, details of the damage at the leak site could not be discerned. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on (B)(6) 2025, the patient underwent central venous catheter placement. On (B)(6) 2026, during routine maintenance of the PICC line, leakage was observed at the puncture site during flushing and capping. The catheter was withdrawn 2 cm, and capping was attempted again. A tear in the catheter was identified, with fluid leaking out. The patient reported no discomfort, and the PICC line was removed. No significant harm was caused to the patient.